Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for an unknown indication for use. The device information including model and serial number were unknown. It was reported on (B)(6) 2017 that the patient had a baclofen pump from 2002 to 2016. The healthcare professional (hcp) removed the pump due to weight loss, when the patient bent over the pump was pushing out of the skin every time and the patient was in a wheelchair. The date of the event was (B)(6) 2016. The patient wanted another pump but the hcp did not want to implant a pump. The pump was helping the patient and now they were sweating all the time. Hcp listings were requested. It was indicated that the patient did not have a current hcp. No further complications were reported or anticipated.